Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected replace battery now alarms noted. However, power graph analysis confirmed low battery alarms and an abnormal unloaded voltage at the power management graph due to the non-sleep anomaly software error. The insulin pump was received with fading serial number label. The insulin pump was received with minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed replace battery now. The patient's blood glucose at the time of incident was 103 mg/dl. Troubleshooting was initiated. The caller confirmed that the replace battery now alarm occurred less than ten hours from the low battery alert. The battery cap was not functional. The customer wanted a new insulin pump rather than a new battery cap. The insulin pump will be returned and replaced.